Manufacturer narrative:
Sections with additional information as of 20-apr-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in process. Test strips were not returned for evaluation. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 15-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Customer's daughter and caregiver are calling on behalf of the customer. The customer is concerned with test results from results obtained of 49mg/dl fasting and from non-fasting meter to meter comparison of 152 mg/dl using true metrix meter and 252mg/dl using another device. The customer was not using the proper testing technique. The customer¿s expected fasting blood glucose test result range is 90-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 64mg/dl and 95 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/15/2022 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).